Event description:
Perclose closure attempt in right groin, suture did not hold, perclose device broke with metal portion removed. Left femoral puncture was done and product was removed with the use of a snare. Femoral angiogram performed, showed patent bilateral iliacs, internal iliacs, external iliacs, and common femorals. Pt discharged home. There is another number on package (B)(4).